Event description:
It was reported that subsequent to the implant of a protegen sling, the pt was "injured and damaged" and "had to undergo a second, painful and invasive procedure. There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced infection, urine backing up into the kidneys and kidney damage. The sling was explanted in 12/1999.